Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing for a thrombectomy procedure, the physician noticed that the shaft of the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately fifty centimeters from the proximal end upon removal from the packaging hoop. The damaged 5max ace was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max ace.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.